Event description:
It was reported that pump experienced malfunction code 12 and shut down on its own, pump screen initially went dark and would not turn on. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.